Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. (B)(4) unintended intraoperative x-rays. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a protection sleeve was discovered to be bent during a revision procedure on (B)(6) 2015. During the revision procedure, hardware was removed and new implants inserted. Upon insertion of the new larger nail, the surgeon encountered difficulty with the protection sleeve. The surgeon drilled for the screw to go into the static hole of the nail and measured for the screw length. The protection sleeve was placed into the aiming arm without incident. While attempting to advance the 5mm titanium star drive screw, however, the screw would not advance. The surgeon tried unsuccessfully to remove the protection sleeve; the insertion handle and the protection sleeve had to be removed together. The protection sleeve was discovered to be bent at the tapered portion on the distal end, which prevented the screw from passing. There was no extra sleeve available, so the surgeon had to free-hand the screw into place. Intraoperative x-rays were taken and there was a reported ten (10) to fifteen (15) minute surgical delay. The procedure was completed successfully without patient harm. This report will address the intraoperative events only. The reason for the revision will be captured in and reported under (B)(4). This report is 1 of 1 for (B)(4).